Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit EKG was not displaying on the screen. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit EKG was not displaying on the screen. There was patient involved but patient will not be provided. There was no patient injury or harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and the fse found no issues or alarms to confirm the issue. The fse performed a full calibration and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and was returned to the customer.